Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus europa se & co. Kg (oekg) for evaluation. The device was returned to oekg in the open condition. Therefore, the watertightness of the device was defective and all channels need to be replaced for safety. Oekg inspected the device and confirmed the following: the inside of the biopsy channel near the channel mount unit was clogged with the endotherapy accessory. In addition, deposits were detected inside the biopsy channel. The exact cause of the defects could not be conclusively determined, however it may have been caused by mishandling. The bending section was compressed and deformed. The labeling of the control section was peeled off. Moisture entered the electrical connector and the electrical connector was corroded. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that a single-use product stuck inside the biopsy channel of the device. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The reported event occurred during echo-endoscopic drainage of a pseudocyst with insertion of a bilio-pancreatic prosthesis. The echo-endoscopic puncture was performed with axios bilio-pancreatic prosthesis provided by boston. The prosthesis was unable to be implanted in the patient and the procedure was rescheduled. The date of the postponed procedure is unknown. Two days after the procedure, the patient was hospitalized again for a cystic infection and underwent another endoscopic intervention. There was no further information on patient outcomes. There was no information that the device caused a serious deterioration in the state of health of any patient. There was also no information as to whether the device or the condition of the patient was the root cause of the postoperative infection. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. According to the information provided by olympus france s.a.s. (Ofr), the device was not microbiologically tested as part of the evaluation, all channels and cylinders were replaced and returned to the user facility after the repair was completed. From the information provided, olympus medical systems corp. (Omsc) confirmed that the prosthesis was blocked in the instrument channel during echo-endoscopic puncture using the disposable prosthesis provided by boston. Omsc concluded that the reported event was caused by the user's handling, as the third-party product used by the user is not covered by the device's warranty. In addition, the exact cause of the patient's cyst infection two days after the procedure could not be conclusively determined, because the device had already been repaired and microbiological testing could not be performed. It was unclear if the infection was via the device, and there was no information that patients undergoing endoscopy using the same device were infected with the same fungus. In addition, omsc was unable to obtain information as to whether the patient with the reported infection was a carrier in the first place, so the exact cause could not be identified. The instruction manual states that the external surface of the entire insertion section should be inspected. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.